Event description:
It was reported that while the patient was in the process of receiving the injection and as the medication was being pushed, the syringe cracked and splattered medication throughout the room. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.